Manufacturer narrative:
Insulin pump received with lose drive support disk. However, device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support came off. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer also reported that the drive support cap was protruded. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.